Manufacturer narrative:
(B)(4). D10: unk zb shell unk zb screw. Unk zb liner. Unk versys fmt stem. G2: foreign: south korea. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, the patient experienced pain without any known specific event and was revised due to reported finding of ceramic head fracture. All components, except for the initial stem, were replaced without complications. Attempts have been made, and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}: updated: g3; h2; h6. Suggested component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient felt a pain and visited a hospital. Revision with ceramic component fracture. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.